Event description:
The tech alleged that when the emergency trendelenburg was activated the bed would not go into emergency trendelenburg. No injury reported.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resolve the issue.